Manufacturer narrative:
The reported event of insulation damage near the sleeve was confirmed while the reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece. The visual inspection found that the suture sleeve and both insulations were cut at the suture sleeve tie impression. The cause of the reported event of damage of the insolation, maybe near the sleeve¿ was isolated to procedural damage. The electrical tests and x-ray examination did not find indication of conductor fractures.

Event description:
It was reported that the pacing threshold had increased on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.